Event description:
It was reported that during priming with a theranova 400 , an external solution leak was observed due to a rupture in the hansen connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and photos were received for evaluation. The visual inspection of the provided photo showed the product unpacked, wet and with the broken dialysate port. The visual inspection by naked eye of the product showed the product wet and with a broken dialysate port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.